Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was used during an esophagogastroduodenoscopy (edg) with stent placement procedure (patient age unknown gender and weight are unknown). According to the complainant, during preparation, the stent kept folding upon assembly. The procedure was completed with another polyflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.